Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
It was reported that the device had a blank display. Add'l info was requested and on (B)(6) 2014, the following was received from the customer: upon setting up the operating room on (B)(6), the monitor was turned on and noted to have an audible beep but there was nothing on the display. The problem occurred before the pt was brought into the room. The user facility's clinical engineer replicated the same symptom at his desk with all cables hooked up and catheter attached. There was no pt involvement.